Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had dislodged. The lead is scheduled to be revised and remains in use. No patient complications have been reported as a result of this event.